Event description:
Reported events of band slippage and vomit from journal article: "reoperations after gastric banding: replacement or alternative procedures?", (2009) surg endosc 23:334-340 doi 10.1007/s00464-008-9926-8. The manufacturer of the devices is unk. Allergan medical's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and vomit are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device labeling: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."